Event description:
It was reported by the sales rep that during an unknown procedure, it was noticed that the optical lens on device was broken. The problem was noticed when the device was removed from the sterile package. Another device was used to complete the procedure. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Lens melted the analysis results found that the (B)(4) device showed damage at the lens of the obturator. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. No fractures were noted on the lens. The batch record was reviewed and no anomalies were noted during the manufacturing process.